Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Was there any adverse consequences that affected the patient because of the reported event? 2. The der is marked yes for pieces being retrieved from patient. Please verify if this was marked by mistake or if there were pieces broken off from the instrument. If yes, did it break into 2 or more pieces? 3. Please confirm if the wrench was really worn. If yes, what feature of the wrench was worn and not making it function as intended? Answer: 1. No adverse consequences to the patient. 2. No pieces broke off at all. The instrument parts involved were being sent back just for your review. 3. I couldn¿t be certain if the wrench was in fact worn down so I sent it back for your review.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was received for examination. Visual inspection of the device found it was jammed with the attune cemented stem 14x80mm. Additional findings are wear markings on the wrench clamps, where the steam and the wrench became jammed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the torque wrench from the assembly pan had slipped out of the groove of the cemented stem while locking it in. A surgical delay of 3-5 minutes was noted.